Manufacturer narrative:
Article citation including web address/literature reference (doi): https://dx.doi.org/10.21037/jss-24-157 b.3: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B.5: it was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D.4: product identifiers is unknown. G.2: country of origin is australia. G.4: 510(k) # is unknown. H.6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'the importance of stabilisation in enabling bone fusion demonstrated by successful revision of failed occipitocervical fusion using patient-specific atlantoaxial joint spacers: a case report'. The following medtronic devices were used: medtronic screw (infinity oct system) among patients' adverse events/device performance issues included: the patient was conservatively followed-up and his preoperative symptoms, including increased neck pain and occipital headaches, returned. A CT scan showed erosion and non-union in the c1¿2 region with evidence of screw loosening. The patient underwent revision surgery after the initial fusion. During the revision surgery, almost no graft or fusion was identified at the c1¿2 level. Patient reported morning muscle spams and blood loss after revision surgery.